Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out. Trouble shooting occurred but issue remains unresolved. Blood glucose level was over 300 mg/dl. He could not get them down even with shots. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with compromised force sensor system alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor.